Manufacturer narrative:
Corrected, d3 - manufacturing plant address 1, city and zip code. One device was returned for repair with complaint that the pump keeps alarming cassette not attached properly. No relevant service history was found, and no error codes were found in event log. Visual and functional testing was performed. During verification testing found the latch lock sensors failed. Replaced the latch lock and the latch lock sensors, resolving the issue.

Manufacturer narrative:
D: no information found for di number. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump keeps alarming cassette not attached properly. There was no patient involvement, and no patient harm/adverse event reported.